Manufacturer narrative:
(B)(4). The reported complaint is not confirmed. A complaint sample is not available for manufacturer¿s evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility reported that a blood leak occurred within 3 minutes of the start of the patient's hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed. Blood test strips were not used. No dialyzer damage was visible. The patient&#38112;estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The complaint device is not available for evaluation as it was discarded by the user facility.